Manufacturer narrative:
Component code 527 is no longer applicable. The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint for failure frame damage was unable to be confirmed, therefore a lot history review and complaint history review is not required. The instructions for use and training mitigations relevant to the reported issue is captured in an existing product risk assessment. No IFU or training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. A manufacturing mitigation review was performed; difficulty advancing the commander delivery system with s3u/s3ur crimped valve through the esheath resulting in frame damage has previously been documented in an existing product risk assessment. The workorders were reviewed and the inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. The complaint for failure frame damage was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, during insertion of the 26mm sapien 3 ultra resilia, there was resistance met as the valve was in the esheath. The physician visualized the valve with fluoro while still in the esheath. While the team attempted to push the valve through the sheath it was noticed that a stent strut of the valve had perforated the esheath per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 12 cm while advancing the thv/delivery system, and do not overmanipulate the sheath at any time. In this case, no details were available about patient anatomy, which is known to contribute to ds/thv advancement difficulties through sheath. Since advancement was met with resistance, as reported, it is possible that difficulty was indeed encountered during delivery system advancement, necessitating additional manipulation by the user to overcome the resistance. So, if excessive force was used to manipulate the device, it could have led to the valve struts interacting the sheath shaft, resulting in the strut damage. As such, available information suggests that procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. An existing product risk assessment assesses the risks associated with frame damaged during use or failure frame damage for s3ur. No further action is required. Since no manufacturing nonconformances were identified, no corrective and preventative actions (CAPA) is required.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during insertion of the 26mm sapien 3 ultra resilia, there was resistance met and while they attempted to push the valve through the sheath it was noticed that a stent strut of the valve had perforated the e-sheath and was bent backward. The whole system was removed to avoid causing injury to the access vessel. A new sapien 3 ultra resilia was prepared and implanted successfully via the right femoral artery and patient remained stable throughout and no injury was caused to the access vessel.